Event description:
Contact reports that pt had a 2 level charite artificial disc procedure. Three days popt-op, films revealed subsidence @ l4-l5 and total fracture of l5 body from posterior elements and migration anterior. A revision procedure was performed that the charite was removed.